Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion at 10.0cm to 10.2cm from the connector pin breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.